Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2010 by implanting surgeon due to vaginal lesion and pelvic pain. It was reported that patient concurrently underwent operative laparoscopy, supracervical hysterectomy and right salpingo-oophorectomy, ablation of endometriosis, and sacrospinous ligament suspension.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2010 by implanting surgeon due to vaginal lesion and pelvic pain. It was reported that patient concurrently underwent operative laparoscopy, supracervical hysterectomy and right salpingo-oophorectomy, ablation of endometriosis, and sacrospinous ligament suspension.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.